Event description:
The manufacturer recieved information that a trilogy evo device displayed a ventilator service required alarm. There was no patient harm or injury reported. The device was returned and evaluated by the manufacturer, and the complaint could not be confirmed. However, an error code regarding the failure to charge the internal battery was observed. The system circuit board and internal battery were replaced to address the issue.